Manufacturer narrative:
H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was not cause by the software. Analysis found that the software functioned as designed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that not all slices from CT were uploading from the usb. They tried multiple usbs and a cd with no resolution. No patient present. While troubleshooting it was recommended uninstalling/reinstalling software and deleting old patient exams-- pending resolution. If unresolved, it was recommended trying to load other patient exams. It was also suggested to send in the usb with the exam that was unable to load for a test in house. There was no patient involvement. Additional troubleshooting information was received. It was reported that the clinical consultant (cc) called to report that she uninstalled and reinstalled the software. The incomplete image was still downloaded onto the system. The cc was directed to delete the bad image (incomplete image) and redownload it. Redownloading the image was successful. The cc reported that when looking at this on the dicom viewer, it did not have missing slices. Cc wanted to see if she could place the images on her usb and it would work. Cc placed images onto their usb, deleted the image, and then redownloaded the image without any issues as well. The cc resolved this on the call.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.